Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the patient retuned for follow up after treatment with antibiotics and there was still heavy plaque on the healing caps. The doctor did a flap to clean out the area but the implant at tooth location #27 was not stable and was therefore removed due to infection.

Event description:
Upon follow up, the catalog number and lot number were updated.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the device catalog number was updated from tsvtb13 to tsvtb10 and the lot number was updated from 1260379 to 1266034.